Manufacturer narrative:
G4:24nov2020. B4:02dec2020. H11:h6: patient code and results code updated: there was no patient involvement at the time the issue was discovered; no patient or user harm reported. The service technician replaced the turbine to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips the unit had loud noise. The loud noise was confirmed when turning on the turbine. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The service technician replaced the turbine to resolve the reported issue and the unit passed the sound test and the device returned to full functionality.